Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "I had just hung hydromorphone 30mg IV in 50ml ns over 15 mins. Before leaving the room I checked the infusion and the bag was already empty. The pump said there was still 20ml left to infuse. The rate appeared to be really fast.¿ there was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "I had just hung hydromorphone 30mg IV in 50ml ns over 15 mins. Before leaving the room I checked the infusion and the bag was already empty. The pump said there was still 20ml left to infuse. The rate appeared to be really fast.¿ there was no harm to patient.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.